Event description:
It was reported that prior to starting a da vinci surgical procedure, a pin was sticking out of the hole 1 on blue end of prograsp forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument returned with the customers flushing pin stuck on the instrument's luer plate but the luer plate was not broken. The pin was still attached sticking out visibly. Additional observation not reported was a frayed pitch cable at distal clevis hub. No damage was found at the clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.